Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported rupture on the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2020. Visual analysis of the photographs identified: device is seen ruptured and patch with lot number 1540687. Due to the impossibility to perform a microscopic analysis, it is not possible to determine the most likely failure mode with device analysis performed through photographs.

Event description:
Healthcare professional reported rupture on the right side. Device has been explanted.